Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - clinical code - 4581 appropriate term / code not available h6 health effect - clinical code - e2324 incontinence.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the upper buttocks, which is off-label usage of the device, (B)(6) 2026. The patient woke up on 05/22/2026 and she bit her tongue and wet herself and reported that she most likely had a seizure. The sensor had already failed when she checked the app and receiver. She ate and then drove herself to the emergency room to get checked. After arriving at the ER an electrocardiogram (EKG), urine test, bloodwork was done. The bg result showed 40 mg/dl and rising since she ate. The test results showed a urinary tract infection (uti) and she was prescribed antibiotics. No other medication or treatment was done since her bg was rising at the ER (unknown last bg value). The patient stayed there for an hour before going home. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be low count aberration. No additional event or patient information is available.